Event description:
Hcp reported "pt situation was good, got worse, acute in 2001". They tried increasing the medication dosages without effect. A contrast check of the pump showed no contrast leaving the pump. The device was replaced. The hcp indicates there was no pt complication.